Manufacturer narrative:
The tandem user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridge was being filled with cold insulin. The customer loaded a new cartridge and continued using the pump for insulin therapy. Blood glucose was not impacted.